Event description:
It was alleged that the bolus recommendations provided by the blood glucose monitor are not accurate. The reporter alleged that the missing data from the blood glucose monitor has affected the patient's bolus recommendations. No adverse event reported. The device serial number was not provided. The blood glucose monitor is not expected to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.